Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing 400 occurrences of underfill during use. The following has been provided by the initial reporter: customer need to use more than 2-3 tubes to get correct fill volume. They had several times that they got rejected answers from lab that was not correct fill volume. They use eclipse signal and they users have a great deal of experience with those products.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.129m plus blood collection tube has been found experiencing 400 occurrences of underfill during use. The following has been provided by the initial reporter: customer need to use more than 2-3 tubes to get correct fill volume. They had several times that they got rejected answers from lab that was not correct fill volume. They use eclipse signal and they users have a great deal of experience with those products.